Manufacturer narrative:
Additional/updated information was added to reflect the rocker back assembly being returned to the manufacturer for evaluation; however, the complaint of the bolts stripping out could not be confirmed. Per the initial evaluation, the rocker back was returned without the original bolts that had allegedly been stripped. Hitch pins were inserted in their place. An expanded evaluation was performed. The expanded evaluation report confirmed that both rocker back assemblies had hitch pins inserted instead of the proper bolts. The underlying cause of the alleged complaint issue of the bolts stripping could not be determined.

Event description:
Tbm advised contact, contacted dealer behalf of the enduser. Contact stated lower screws that are horizontally across from the impact elastomers broke within a few days and they don't have screws exactly like them, but are pretty much replacing them weekly, with what they do have. Contact stated they finally resorted to #9 hitch pins, and they have already lasted a week longer than any of the screws did. Contact stated she thinks the manufacture of the rocker back needs to retro-fit that part, so that big rugged pins for hinges can replace the wimpy screws.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Tbm advised contact, contacted dealer behalf of the enduser. Contact stated lower screws that are horizontally across from the impact elastomers broke within a few days and they don't have screws exactly like them, but are pretty much replacing them weekly, with what they do have. Contact stated they finally resorted to #9 hitch pins, and they have already lasted a week longer than any of the screws did. Contact stated she thinks the manufacture of the rocker back needs to retro-fit that part so that big rugged pins for hinges can replace the wimpy screws.